Manufacturer narrative:
System logs and files have been obtained, but the investigation is not completed at the time of this report.

Event description:
A medtronic representative reported an inaccuracy during a navigated l2-s1 open posterior fusion. The frame was attached to s1 with a clamp and an o-arm spin was taken. Screws were successfully placed in s1. They checked the accuracy on a partially deteriorated l3 by placing the probe in the tulip head of the existing hardware. The software showed the pointer a couple millimeters off in the lateral direction. The surgeon opted to discontinue the use of navigation for the remainder of the case as this was the last screw. The case continued with no additional imaging and no impact to the patient.

Manufacturer narrative:
System log files and exam were archived off of the system and analyzed by software engineering. Integrity of archive was verified and it was loaded into the software on a like system. Logs were analyzed by engineering, but did not contain any information helping to determine root cause. Data provided by site did not contain any information helping to determine root cause of the described behavior. The reported issue has not recurred at the site during subsequent use of the system.